Event description:
On (B)(6) 2013, the patient contacted animas, alleging a vibration (no vibration) issue. It was noted as of (B)(6) 2013, the vibratory feature was not working on the pump. The audible tone reportedly was still functioning on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.